Event description:
During the procedure, a suture was passed into a trocar. While passing the suture through the trocar, the surgical technician experienced some resistance. At this point, surgical tech attempted to remove the suture from the trocar. Upon removal of the needle driver, the v-loc 180 1/2 circle 37mm gs-21 needle had become disconnected from the suture. A search of the cavity was performed and no needle could be visualized. X-ray was called to the room to attempt to locate the needle. No needle was visualized on x-ray. The case continued with plans to perform an additional x-ray once the metal trocars were removed from the patient's abdomen. After removal of the metal trocars, x-ray was again performed on the abdomen with no visualization of a needle on the x-ray. The plastic trocar seals were then popped apart and the covidien lp v-loc 180 1/2 circle 37mm gs-21 needle was located wedged in a groove inside the plastic trocar seal. Final needle count was correct.